Event description:
The customer reported that they had a pt on the prisma machine and an electroencephalogram (eeg) at the same time, and when the prisma machine was turned off, the pt's brain wave activity returned to normal. The customer was stating that the artifact caused by the prisma machine created erroneous recordings of seizure activity on this pt prompting this pt to receive additional doses of anticonvulsant medications.